Event description:
It was reported that a linx implant had to be removed. Reflux symptoms reappeared so it was found that the implant slipped up into the thorax. The implantation of the lxm16 was in (B)(6) 2021. Presumably the posterior vagus wasn't excluded prior to implantation. It is unknown where the implant was implanted. Also, the hiatus plastic was found open. Patient didn't undergo MRI. The removal took place on (B)(6) 2022. The surgeon renewed the hiatoplastic, placed a mesh and lxm17.

Manufacturer narrative:
(B)(4). Exact implant date is unknown. Assumed 1 day of the month the device was implanted. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact implant date? Are there any images you can share before the explant took place? If yes, please send them to productcomplaint1@its.jnj.com. What is the lot number for the linx device? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Please provide more information about the recurrent hernia. Was the device found at the ge junction? Was the ge junction above the diaphragm? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); date sent: 11/21/2022. Additional information was requested, and the following was obtained: what was the exact implant date? (B)(6) 2021. Are there any images you can share before the explant took place? If yes, please send them to productcomplaint1@its.jnj.com what is the lot number for the linx device? Unknown. Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? Yes. When did the recurrent reflux begin? Please provide more information about the recurrent hernia. Was the device found at the ge junction? Was the ge junction above the diaphragm? No more information available for this case.